Event description:
It was reported the patient adaptive stim was not working correctly. It was reported the patient would decrease stimulation to .70 and it would automatically increase to 1.60. Additional information received reported that after some programming, the patient was doing much better.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).